Event description:
The reporter stated that she had gotten error messages on her meter, but said that she did not remember having seen er1 message specifically. She said that she had retested satisfactorily.